Manufacturer narrative:
Product analysis: model: 2490c15, serial/lot#: (B)(4): the remote monitor was returned and analysis revealed that there was no defect found. If information is provided in the future, a supplemental report will be issued.

Event description:
The monitor was replaced and returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the remote monitor was able to connect but did not send successfully. The patient also experienced shocks when transmitting. The remote monitor and e-cellular accessory were moved to different locations. The remote monitor was power cycled and phone connections were checked. The monitor status is still in use. No patient complications have been reported as a result of this event.